Event description:
It was reported that a volume discrepancy occurred. The actual residual volume (arv) was greater than the expected residual volume (erv). The specific volumes were not given. The healthcare provider (hcp) had seen the patient for the first time. It was stated that the full reservoir volume was drug was aspirated at the previous 2 refills. The hcp questioned if the patient was correct and when the hcp accessed the reservoir, a full 20ml of drug was removed. No motor stalls or issues with the pump were seen. The hcp was questioning if there was an issue with the catheter. It was noted that the patient had metastatic lung cancer and was not a candidate for any type of revision or replacement surgery. The pump set to off state with the passcode. The pump was used to deliver morphine and another drug (thought to be bupivacaine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).